Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test and motor error alarm during basicocclusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump had a cracked battery tube threads, reservoir tube lip, reservoir tube, casewindow display corner and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.